Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pace impedance measurements greater than 3,000 ohms. Upon opening the pocket, it was observed that the device had been twiddled and leads were twisted in the pocket. The lead was explanted and a different lead was successfully implanted. No additional adverse patient effects were reported. The lead was returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pace impedance measurements greater than (B)(4). Upon opening the pocket, it was observed that the device had been twiddled and leads were twisted in the pocket. The lead was explanted and a different lead was successfully implanted. No additional adverse patient effects were reported. The lead was returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.